Manufacturer narrative:
The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly the pre-close technique was not performed. It should be noted that the perclose proglide instructions for use states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 14f sheath after an interventional impella procedure. Reportedly, in preparation for an impella procedure, a 20f sheath was introduced into the patient anatomy two days prior to the procedure. The impella procedure was performed and the 20f sheath removed. A wire was left in and a 14f sheath was introduced. A proglide suture was deployed at the 9 o'clock position and an attempted was made to cinch down the suture to reduce the size of the puncture site. The suture broke. A second proglide suture was able to be placed and cinch the puncture site to make the opening smaller. The 14f sheath was removed. A third proglide suture was deployed and used with the second suture to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.